Event description:
It was reported that the pt underwent a mini-invasive spinal reduction procedure to implant instrumentation at l3 to s1 following a 2 level xlif at l3-l4 and l4-l5. The pre-op films reportedly show a small deformity. The pt was not seemed to be hyper lordotic. The 6.5x45mm screws were intended to be implanted at l3 to l5 and 7.5x40mm screw at s1. The screws were loaded as requested and the extenders were dialed down to "16". All screws inserted on the right side and left side at l3 and l4 were implanted without any complications. While inserting the screw into l5 on the left side, the outer sleeve on the extender broke when attempting to seat the screw. The "bridge" at the distal end of the outer sleeve actually broke off and the missing piece was unable to be located. The procedure was continued; the x-rays were taken and the field/table was searched but the piece could not be found.

Manufacturer narrative:
(B)(4): visual examination confirmed the lateral guiding flange is broken, and the broken off portion is missing and not returned for analysis. Visual examination of the fracture suggests that it may have initiated at both bottom corners of the flange and propagated along the edges until breakage. The breakage is consistent with over-loading of the lateral guiding flange, possibly during the aggressive extender release techniques which may have contributed to the foregoing bent inner sleeves. The inability to locate the broken off piece (the fragment is approx 10x10mm) after a thorough search internally via x-ray as well as the operating room sterile field and instrument table, in conjunction with the failure during screw insertion, and not during reduction/removal suggests the breakage/damage may have occurred or initiated during prior instrument usage. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.